Event description:
Surgeon had placed two orthoanchor c-tube plates in the pt. One of the plates was found broken and was explanted.

Manufacturer narrative:
This is one of two related mdrs. Refer to 9610905-2014-00007.